Event description:
It was reported that a patient with spondylolisthesis at c7-t1 and severe degenerative disc disease at both levels underwent a c6-t1 acdf procedure using an anterior plate with variable self-drilling screws at c6 level and fixed self-drilling screws at t1. During the procedure, the locking mechanism was reported as being forced over the heads in order to maintain screw placement. Six weeks post op, the patient was reported as experiencing dysphasia and overall neck irritation. The x-ray showed the locking mechanism of the plate failed and both screws placed in t1 loosened about 2 1/2 mm, almost identical in length. During the revision surgery, it was reported that the wing of the locking mechanism was compromised over the heads of the t1 screws and the screws at c6 were not fully seeded in the bone. The plate failure was reportedly due to an unsuccessful operative plan and improper screw placement. The anterior plate and screws were removed and the patient underwent a c6-t1 posterior cervical fusion. Fusion was progressing.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Radiology films were reviewed of the two level fusion c6-t1 using the anterior cervical plate and interbody devices indicated that the plate may have been too long forcing inappropriate angulation of screws in relation to the plate. This would allow the edge of the screw head to angulate inappropriately forcing a binding of the locking mechanism, possibly breaking the locking mechanism or allowing screws to back out. A review of the device history records for this device was not possible without additional device information.